Manufacturer narrative:
The results of the investigation conducted by the appropriate engineers and technicians are listed below: visual inspections & results: cam position: engaged/disengaged disengaged, cartridge batch number k4719f, cartridge position: loaded, drivers present in cartridge present/up prox. 3, firing knob position: back/partial back, gapspace pin condition: good, hook latch position: open/closed closed, intrument halves: joned/separate separated, knife condition: good, staples present? Formed/unformed no, swing tab position: locked/unlock locked. Functional tests & results: intrument safety lockout properly yes, staples fire properly yes, staples form properly yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt, it was noted that all drivers on cartridge were in up position indicating that instrument had been fired through a complete firing stroke. Additionally, it was noted that proximal three drivers were up higher than other drivers. Due to condition of these drivers, it appears possible that an attempt may have been made to fire a spent cartridge. Instrument was fired with a reload cartridge and it fired and formed all staples as designed with no difficulties noted. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve products.

Event description:
It was reported during a bowel resection while using a tlc75, the device malfunctioned. There was no consequence to the pt. 08/04/1997 the rep reported that the tlc75 jammed and would not fire.